Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no image caused by a faulty camera cable. The investigation is ongoing [and follow up with the user facility is currently being performed . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer that when using a 4k camera head, there was no camera image, it was showing a multi-colored screen. There was a delay to switch devices. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the suggested event was confirmed. It was determined that a cable malfunction caused a communication failure that prevented images from being displayed. The cause of the cable failure could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. It was recommended that the camera is passed to the workshop for replacement of faulty camera cable, adjustments to be completed, full inspection and electrical safety test. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.